Event description:
It was reported that the anchor would not detach. After tensioning, the bullet pin got pushed past the crossbar and would not break off. The doctor had to use a mallet to break off the anchor and remove it from the bone. The surgeon then drilled a new bone hole and placed a new anchor in place. The repair was completed and no pt complications were reported as a result of this event.